Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm after the pump was turned off and on. The customer's blood glucose level was not impacted. The customer was to use insulin pens to manage diabetes.